Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The root cause for this event cannot be established. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to dislocation. A 40 mm stryker ceramic head and mako lipped liner were revised to a 32 mm ceramic head and competitor liner cemented into existing shell.